Event description:
Caller reported a malfunction on the pump with error code malf 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer received instructions on using storage mode for the pump and was advised regarding steps after receiving the replacement pump. Customer was sent a replacement pump, and cts confirmed the shipping address and provided a return box with a pre-paid label for the problematic pump, which the customer agreed to return within 10 days.